Event description:
It was reported that during follow-up, the left ventricular lead exhibited loss of capture. An x-ray confirmed the lead was not displaced. The device was reprogrammed and the lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.